Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported a customer was tightening the retaining screw when the implant slipped 3 mm apically and, upon attempting to remove it, dislodged into the maxillary sinus. They had to perform a buccal maxillary sinus opening in this region; which was very difficult due to the location and diameter of the bone. They were then able to remove the implant from the maxillary sinus after repeatedly repositioning the patient several times.